Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device want not start-up. - the customer reported that it occurred during ventilation. We lack further information on this. - it is not reported whether alarms were triggered. - the device log files (service log, error log, event log) were provided to hamilton. - there is patient involvement reported. It occurred during ventilation. We lack further information on this. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device want not start-up. The customer reported that it occurred during ventilation. We lack further information on this. It is not reported whether alarms were triggered. The device log files (service log, error log, event log) were provided to hamilton. There is patient involvement reported. It occurred during ventilation. We lack further information on this. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.